Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 550 mg/dl. Customer stated that he stayed up and kept exercising to bring his blood glucose down. Customer declined transfer to helpline and advised that he should call helpline to ensure set/pump are working well.